Event description:
It was reported that the customer experienced high blood glucose of 450 mg/dl. It was stated that the customer was treated by bolus with the insulin pump. Customer received a no delivery alarm. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer removed the infusion set and the cannula was not bent or occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.